Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a possible infection. The patient needed an irrigation & drainage procedure and a poly exchange.